Event description:
It was reported through a research article identifying the herculink elite stent that may be related to death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "scai expert consensus statement for renal artery stenting appropriate use."

Manufacturer narrative:
(B)(4). The devices are not returning and there was no reported device malfunction. Review of the lot history record could not be conducted because the lot numbers were not provided. The reported patient effect of death is a known observed and potential patient effect as listed in the rx herculink elite instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. (B)(4).